Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Additionally, the right ventricular automatic threshold (rvat) feature was found in suspension mode. Which was believed to be caused by fusion beats. Troubleshooting options were discussed and recommended. The patient is going to be monitored. At this time the product remains in service and no adverse patient effects were reported.